Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was insulin dripping from the luer lock on multiple occasions. The customer's blood glucose level was not impacted. The reported event was not occurring at the time of the report. Recommendation was made to check to see that the luer lock connection is tight, straight, and secure.